Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.

Manufacturer narrative:
On previously reported, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. The device's oxygen blending module assembly was replaced to be replaced to address the issue.